Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013, due to skin overgrowth around the abutment. It was reported that a skin graft was placed at the site, during the same procedure. The implanted device remains.